Event description:
It was reported that during the implant attempt of the subject pacemaker,the physician experienced difficulty to properly connect the ventricular lead due to an issue with the associated set-screw another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029

Event description:
It was reported that during the implant attempt of the subject pacemaker,the physician experienced difficulty to properly connect the ventricular lead due to an issue with the associated set-screw another pacemaker was subsequently implanted instead.